Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that an infant patient with a left arm PICC line had a first infusion was programed to infuse IV fluid (d20 with heparin) at a rate of 1 ml/hour and a second infusion was programmed to infuse alprostadil 250/50 ml at a rate or 0.16 ml/hour (0.01mcg/kg/hour). At approximately 6:06 pm the IV fluid (d20 with heparin) was not infusing and the alprostadil was infusing at 1 ml/hour. There was no change in vital signs. The issue was corrected immediately and there was no patient harm.

Manufacturer narrative:
Correction: it was determined through investigation of the device logs that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. Correction: medical device serial #, imdrf annex e and f codes. Additional information: imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infant patient with a left arm PICC line had a first infusion was programed to infuse IV fluid (d20 with heparin) at a rate of 1 ml/hour and a second infusion was programmed to infuse alprostadil 250/50 ml at a rate or 0.16 ml/hour (0.01mcg/kg/hour). At approximately 6:06pm the IV fluid (d20 with heparin) was not infusing and the alprostadil was infusing at 1 ml/hour. There was no change in vital signs. The issue was corrected immediately and there was no patient harm.